Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the patient's eye. No further evaluation is possible at this time. Manufacturer reference #: 3044.

Event description:
The site reported that during the implant procedure for a light adjustable lens (lal sn (B)(6) +14.0d) a capsular bag tear occurred. The surgeon performed an anterior vitrectomy and placed the lal in the sulcus. The incision was closed with one suture. Rxsight's first awareness of this event was on (B)(6) 2023.